Event description:
It was further reported that the target lesion was 100% stenosed and the lesion was tortuous and calcified. The lesion length is 30-32mm and there was a 45> significant bend involved in the lesion. The lesion was pre-dilated at 20atm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The target lesion was located in the proximal branch of the left anterior descending (lad) artery. After the lesion was pre-dilated with two non-bsc balloon catheters, a 2.75x38mm promus element stent was advanced but failed to cross the lesion. The stent was found damaged upon removal. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.